Manufacturer narrative:
The medtronic field service engineer (fse) evaluated the device. At start up, a background check failed was displayed. The performed the extended self testing to resolve the issue. All ventilator passed all testing per the manufacturer specifications and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use the 840 ventilator went inoperative and the safety valve opened. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.